Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) loose 30gx8mm, 0.3ml bd insulin syringe. The customer reported the hub was detached with the shield. The returned syringe was examined, and it was observed that the needle-hub/shield assembly was separated; no damage to the barrel tip was observed. Unable to perform a DHR review due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 12 dec 2019, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached to the syringe. There did not appear to be any damage to the tips of the barrel, or to the core pin on the needle assembly. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Capa1122103 has been opened to address this issue. " h3 other text : see section h.10.

Event description:
It was reported that separation occurred before use with a syr 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, "the hub was detached with the shield."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred before use with a syr 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, "the hub was detached with the shield."